Event description:
It was reported that the rv lead backed out of the device header. The physician adjusted the lead back into the header and the lead showed no further issues. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6937-52, implantable tachy lead, (B)(6) 2000. (B)(4).